Event description:
Vaginal burn from hta procedure. Alarm sounded during care. Co representative contacted and instructed staff to "override the alarm by raising the IV pole". The md checked and felt hot h2o and instructed staff to "stop machine". Burn noted by md-2% topical lidocaine jelly to vagina by md. Vagina bleeding after 2 weeks of procedure requiring treatment.